Manufacturer narrative:
Product ID 3889-28 lot# va03n5q, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had some reprogramming done at their healthcare provider¿s office and since then they had a minor surgery. It was noted that since surgery, the patient had a return of symptoms since the last week and a half prior to report.